Event description:
Event description cpi received information that a patient with a bipolar endocardial lead (4261) showed a rise in the lead impedance since it was implanted in 07/1995, from 1200 ohms to 1970 ohms. They are monitoring the patient at this time.